Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 58 mg/dl with tingling fingers and floaters in their vision. The patient stated that the pump continued to emit loss of prime warnings despite changing the cartridge multiple times. It was determined by customer technical support (cts) that the user was using the cartridge per instructions for use. Cts also determined that the patient primed while attached after receiving a loss of prime warning. Reportedly, there were 8.2 units of insulin infused into the patient. It was reported that the patient remained on the insulin pump and received phone advice from their healthcare provider. The patient was treated with oral carbohydrates as needed. This complaint is being reported because the patient allegedly experienced hypoglycemia due to the pump emitting recurring loss of prime alarms and the user primed while attached.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has not been returned to animas. A retain sample from the same lot number was tested and evaluated by product analysis on 12/29/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint.